Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via manufacturer representative reporting that the ins was replaced and was functioning normally. The explant occurred on (B)(6) 2019. It was confirmed that there was no patient injury. The device was returned for analysis. They had been unable to get the battery charged after two 10 minutes antenna locate sessions on the back table. The battery was directly over the recharge disc. It was confirmed that the manufacturer representative had tried a different set of recharger and remote. It was clarified that the original report had been from the operating room not the emergency room. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was having a pocket revision on the day of the report because of the issues with charging. The rep said they were in the ER and when they tried to charge the ins with the patient's controller/recharger, the passive recharge mode screen would not advance and all the numbers were 100. The rep tried a second recharger and the same issue occurred. The rep attempted to go into tech mode with the patient's controller and the second recharger and was unable to. The rep then tried a second controller and the second recharger and the issue persisted. The rep was able to go in tech mode and the rep disabled and re-enabled the device. The rep said they thought they saw a screen after that, that showed the ins at 100% and then the rep saw a screen that said 'device not ready'. The rep tried charging again with the second recharger and second controller and still got a passive recharge with 100s for all numbers. The rep stated that they will likely remove and replace the ins and send back for analysis. No further complications were reported.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-05-21 09:57:47 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID: 97755, serial# (B)(4), product type: recharger. Analysis of the implantable neurostimulator found it was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type I. It was reported that the patient tried charging their ins the previous day and the recharger would not charge the ins. They stated they could not get it to do anything. It kept saying poor recharge quality (screen 76). The patient met with a manufacturer representative (rep) and they could not get past the screen. The patient stated the ins was pretty much dead and they had to turn it off to reserve the battery. They stated they were in a lot of pain and they needed their ins. The patient stated they were recently implanted and they had very little swelling. A replacement recharger was sent. Additional information was received from a manufacturer representative (rep). They stated the pocket was pretty swollen and unable to get any communication with the recharger. They tried another recharger with the same results. They stated they may try another controller to see if that worked. They indicated the ins was discharged, the battery was low. The patient called back and stated they received the replacement recharger but they had lost their controller and power supply due to an earthquake. Replacements were sent. No further patient complications were reported as a result of this event. Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that patient had problem charging their implant. Rep was unable to get it to work. No symptoms were reported and no further complications were reported/anticipated. Additional information was received from the patient. Patient confirmed their information and stated that device was implanted by the hcp on (B)(6) 2018. The device was implanted tilted and at the maximum depth possible. That is the reason patient has not been able to charge the device. Patient had stimulation for first week and a half but has not felt stim in 3 weeks now because she could not charge the device. The hcp has put patient on weight loss medication to see if that will resolve the issue. Patient has been seeing hcp almost every week since the implant. Patient has another appointment tomorrow ((B)(6)) and if nothing has changed, the hcp will schedule a surgery to correct the issue. Patient neither knows what her weight was at the time of the implant nor what her current weight is. Patient provided hcp information. Patient was provided with a number to call and leave the details of tomorrow¿s appointment. No further complications were reported/anticipated.